Event description:
Reportedly, while the vapor phase plus and ventilator were being used to provide humidification therapy for a 65 year old male pt, (weight: 207 lbs), the power in the treatment room went out. The pt was bagged. Power to the room was restored. The vapor phase plus and ventilator were powered on and the power in the treatment room failed again. Once again, the pt was bagged. The humidifier and ventilator were exchanged and the pt's treatment resumed. The ventilator was checked out by the biomed dept and returned to svc. Allegedly, the vapor phase humidifier caused the power loss in the treatment room. There was no adverse effect to the pt.